Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿one-year follow-up after active aortic aneurysm sac treatment with shape memory polymer devices during endovascular aneurysm repair¿. Journal of vascular surgery volume 79 (5). Https://doi.org/10.1016/j.jvs.2023.12.045 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿one-year follow-up after active aortic aneurysm sac treatment with shape memory polymer devices during endovascular aneurysm repair¿. 35 patients were enrolled and treated with polyurethane shape memory polymer (smp) devices during endovascular aneurysm repair (evar), using a technique to fully treat the target lumen after endograft placement (aortic flow volume minus the endograft volume) over a two year period. 33 patients were included in the final analysis. During these evar procedure, endurant and non-mdt stent grafts were implanted. From the study populations the following malfunctions occurred: type I endoleak, from the study population the following serious injuries occurred: arrythmia, post-implantation syndrome, fever, anaemia, pain, cons tipation, aneurysm enlargement, intervention patient mortality was reported but there is no causal link that a endurant stent graft caused or contributed to any death no further information was provided pertaining to medtronic products.